Manufacturer narrative:
Product complaint (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy synthes considers, the investigation closed at this time. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported as "surgeon was complaining that graters were dull and wants them replaced." No surgical delay.